Manufacturer narrative:
Batch review performed by meedacta regulatory affairs department on 20 july 2020: lot 164458: (B)(4) items manufactured and released on 05-oct-2016. Expiration date: 2021-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in 2 months after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and revised the poly. The surgery was completed successfully.